Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. Customer's blood glucose level was 457 mg/dl. The customer treated their blood glucose level with an injection. The customer had a broken pelvis causing her blood glucose level to increase. The device was not returned.